Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event shortly after breakfast and remained low for much of the day, and they later self-treated with glucagon and oral glucose; the user did not perform a meal announcement and was unsure about concurrent medication use. Symptoms included hypoglycemia. Outcomes included use of rescue therapy and no hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component issues identified, with user factors such as missed meal announcement considered contributory while the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.